Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Power supply found out of electrical specification.

Event description:
It was reported that the programmer did not work, that it failed to turn on. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.